Event description:
The pt reported experiencing elevated blood glucose of over 300 mg/dl for the past year and he reported e6 (electronic) error is often displayed. He stated he is able to lower his blood glucose by changing the infusion set and bolusing through the infusion device. On (B) (6) 2010, he switched to his previous infusion device and his blood glucose returned to normal. His normal blood glucose range is 120-140 mg/dl. His physician believes the infusion device delivers too little insulin. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.